Event description:
It was reported that during testing, their device would display an energy fault when attempting to deliver defibrillation therapy. The device also illuminated its service indication and logged an event code. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The third party biomed advised physio-control that after disconnecting the pcb and cable connections internally within the device and reconnecting, the device exhibited proper operation. Proper device operation was then observed through functional and performance testing and the device was returned to the end user for use. It is unknown which pcb or internal cable connection was at fault regarding the reported failure. The device was not returned to physio-control for evaluation.